Manufacturer narrative:
Missing ground prong.

Event description:
It was reported by service report that the power cord missing the ground prong. No patient involvement or adverse consequences are reported.